Manufacturer narrative:
Smiths medical received one brown hub which was detached from the stylet of a portex® spinal needle with for analysis. A trend analysis was performed for a 12 month period prior to receipt of the current complaint which found three complaint had been received. A further review was performed on the three complaints to identify trends. One of the three was related to the reported complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on the evidence a root cause is unable to determine as only the brown hub of the stylet was returned.

Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that a grey, square, plastic part disconnected from the stylet of a spinal needle. This issue occurred during stylet withdrawal. No patient injury was reported and no medical intervention was required.